Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and had issues with air bubbles. Customer's blood glucose value was 400mg/dl. Customer stated there were also bubbles when tapping the reservoir and they were trying to get the bubbles out. Customer was unable to troubleshoot. The reservoir will not be returned for analysis.